Event description:
Incident as reported: "hole using the new ctr03 5x100 mm trocar system, a kleppinger instrument was inserted, once, through this disposable device tearing the black rubber seal within it, which then entered the pt's abdomen. The small piece of black rubber seal was removed safety from the abdomen by the surgeon."

Manufacturer narrative:
This incident was located on the dept of health and human services website; however, it was not reported to applied medical. The maude report did not contain the hospital name. Therefore, further investigation could not be performed. Maude report does not appear to have been completed accurately: location of MFR is incorrect, states injury and disability. However, description states piece of rubber seal was removed safely. This document represents our initial and final report.